Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing due to lack of tissue contact was noted on the device. The patient was stable and will continued to be monitored.